Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device was not functioning and defective. It was noted that the unit no longer works. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, check compatibility between colibri I/small battery drive (sbd) and colibri ii/sbd ii, and check the function with the electric pen drive (epd)-console, and check power with test bench. It was noted in the service order that the motor was slow, or sometimes did not turn on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the initial medwatch documented the date of this report as (B)(6) 2017 in error. Upon complaint review, it was determined that the correct date of this report was (B)(6) 2017, as this was the earliest date reported on the synergy form. If additional information should become available, a supplemental medwatch report will be submitted accordingly.